Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. No ramping numbers noted. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, and no delivery test due to unresponsive buttons. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Customer stated that she had diabetic dehydration prior to hospitalization. Nothing further was reported.